Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The cause of the patient¿s impaired wound healing reported cannot be conclusively determined; however, it may be due to the patient¿s medical treatment and/or patient-related factors. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported via journal article, titled ¿clinical radiographical outcomes and complications after a brand-new total ankle replacement design through an anterior approach: a retrospective at a short-term follow up". A patient underwent an initial total ankle replacement. Subsequently, the patient experienced delayed wound healing, which was treated with simple wound dressing and healed with no further complications. No further information available.